Event description:
The pt underwent an uneventful percutaneous tracheostomy on 4/15/98. On 4/22/98 the clinician noted a crack and leak in the tracheostomy tube where the tube shaft meets the flange/15mm connector. An inner cannula was placed into the tracheostomy tube to minimize the problem and the tube was removed and replaced on 4/24 with no pt compromise.